Event description:
Per the information provided to co by the physician's office, the device was surgically revised due to "migration". As reported to co, two of three rear-tip extenders on one side were removed only. 07/08/97-upon receipt of additional information from the physician/surgeon, he stated..."no infection was present, patient had migration of the cylinder so it was protruding but not going thru the skin of the glans. 2 of 3 rear-tip extenders were removed on that side, cylinder placed more proximally and corporotomy closed".